Event description:
It was reported that the customer went to the emergency room with a blood glucose (bg) of 453 mg/dl and was given intravenous fluids and released the next day. Reportedly the custom returned to the emergency room on (B)(6) 2026 and was subsequently hospitalized with a bg of 454 mg/dl and ketones identified as dangerous by a healthcare professional. Cause was unknown. The customer was treated with intravenous fluids of saline and insulin. The customer was released on (B)(6) 2026 with the issue resolved and no permanent damage. A system check was completed and determined the pump functioned as intended. Recommendation was made to consult with a healthcare provider regarding diabetes management.